Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Corrected data: h6 - evaluation codes (method code) follow-up report 1 listed 4114. The correct code has been provided.

Manufacturer narrative:
The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg site was revised via surgical intervention on (B)(6) 2020 to address the issue of pain/ discomfort at their ipg site.